Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure on the left upper lobe (lul) was performed, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 3.9 x 2.7 cm in size and not close to a fissure and the distance to the pleura was 1 cm. The procedure went as planned without delays or issues. The patient experienced a hard time awaking from anesthesia and experienced shortness of breath and wheezing, therefore, the patient required an 8.5 french chest tube and oxygen. A chest x-ray was performed and did not show a pneumothorax, however, in post procedure care a large pneumothorax was identified in the lul. Per the physician, the pneumothorax was likely caused due to the long procedure duration because the staff was not getting an answer from pathology despite multiple cios and "tool." The physician also reported that in lesion confirmation given the medial location of the mass could have contributed to the pneumothorax, as well with possible atelectasis and high positive end-expiratory pressure (peep). The patient also required endobronchial ultrasound (ebus) after the ion portion which increased the procedure duration. The patient also had significant emphysema which increased the risk of a pneumothorax. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. There was no allegation that a malfunction of the ion system, instrument, or accessory occurred, but it was believed that the probable cause of the pneumothorax was the number of biopsies taken. Pathology showed benign etiology and the physician noted that it was possible that what was seen could have been related to benign etiology from the patient's previous cancer treatments/fibrosis etc. The pneumothorax was completely resolved, the patient's status came back to baseline, and the chest tube was removed. The patient was hospitalized for a total of 3 days and then discharged home.